Event description:
It was reported that the ilet generated alert 41 and repeatedly displayed ¿unable to proceed¿ during a supply change, including during a dry run, and the issue persisted after a device restart, consistent with a mechanical problem; the user wears a dexcom g7 and has backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.